Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. There were numerous kinks in the hypotube. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). Water was found streaming from the balloon. Microscopic inspection revealed a pinhole 25mm from the tip of the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities or damage on the proximal weld. Microscopic inspection found no irregularities or damage on the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Ipsilateral approach was obtained via the left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a guidewire crossed the lesion, a 2mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 60 seconds. The device was completely removed from the patient's body. The procedure was completed with a coyote es otw balloon catheter. No patient complications were reported and the patient's status was good.